Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: at call back on 27-dec-2019, the customer was no longer experiencing symptoms and no medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 54 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 -130 mg/dl. Customer stated that she felt sweaty when the result of 54 mg/dl had been obtained, no medical attention had been needed. During the call, a blood test was performed by the customer fasting and produced test result of 84 mg/dl using meter. Customer stated she felt lightheaded and ate an orange during the call. Customer stated she lives in an assisted living facility and she would call a nurse. The product storage location was not disclosed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2020. The meter memory was reviewed for previous test result history: result 1 : 77mg/dl date: (B)(6) 2019 time: 6:20am fasting; result 2 : 89mg/dl date: (B)(6) 2019 time: 6:39am fasting; result 3 : 95mg/dl date: (B)(6) 2019 time: 8:20am fasting; result 4 : 98mg/dl date: customer skipped through the memory. Time: customer skipped through the memory. Fasting; result 5 : 93mg/dl date: customer skipped through the memory. Time: customer skipped through the memory. Fasting; result 6: 54mg/dl date: (B)(6) 2019 time: 2:54pm fasting.

Manufacturer narrative:
Sections with additional information as of 24-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.